Manufacturer narrative:
Device evaluated by MFR: a synergy, ous, 2.75x20mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found the distal struts damaged; lifted and stretched. The undamaged crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed and the proximal balloon folds appeared no longer in a tightly folded position. The balloon folds may have been disrupted while being withdrawn from the patient¿s body. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery (lcx). Following predilation with a 2.0x15mm non-bsc balloon catheter, a 2.75 x 20 synergy¿ drug eluting stent was advanced but failed to cross the lesion. It was noted the stent struts had spread due to calcification. Another dilatation was performed and the procedure was completed with another of the same device. There were no patient complications and the patient's status was stable.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery (lcx). Following predilation with a 2.0x15mm non-bsc balloon catheter, a 2.75 x 20 synergy¿ drug eluting stent was advanced but failed to cross the lesion. It was noted the stent struts had spread due to calcification. Another dilatation was performed and the procedure was completed with another of the same device. There were no patient complications and the patient's status was stable.